Event description:
It was reported to boston scientific corporation that a dreamtome, was used during an ercp procedure. According to the complainant, the physician placed the tip of the catheter inside the papilla and pulled the handle to prepare the cutting wire. When electric current was applied to cut the sphincter of the papilla, the cut wire broke. Reportedly, no portion of the cut wire detached inside the patient. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Event description:
It was reported to boston scientific corporation that a dreamtome, was used during an ercp procedure. According to the complainant, the physician placed the tip of the catheter inside the papilla and pulled the handle to prepare the cutting wire. When electric current was applied to cut the sphincter of the papilla, the cut wire broke. Reportedly, no portion of the cut wire detached inside the patient. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Manufacturer narrative:
(B)(4): cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cut wire was bent and broken. The exposed cut wire appeared burnt. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. It appears that the exposed cutting wire snapped likely due to being grounded against some part of the scope and/ or higher power settings. Further analysis of the cutting wire found it broke at approximately 16 mm from the distal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications.